Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 551 mg/dl. Patient's other blood glucose value was low 143 mg/dl. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The insulin pump passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was programmed with test guardian link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The device displayed the programmed value properly on the display graph. It was also programmed with test glucose meter. It communicated properly and recorded the 93 mg/dl value properly from glucose meter. The sensor feature working properly. No suspend on low or suspend before low anomalies were noted. The device was received with minor scratched display window, case and keypad overlay.